Event description:
Intravenous fluid therapy begun on patient. After approximately 12 hours of being in use, nurse noted that IV tubing began leaking at the first port below the IV drip chamber. Leak was noted where soft tubing enters the hard plastic below the port.